Event description:
It was reported that the patient presented for a generator change and pocket revision because their pacemaker had perforated through the incision site. The patient's pacemaker was explanted and successfully replaced. The patient remained stable.

Manufacturer narrative:
The reported event of pocket erosion was not confirmed by analysis. Final analysis did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.